Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 305194 batch# 3320231. It was reported by customer that the patient reported waste of medication due to the needle tops not coming off and when she gets them off, she stated that the medication just spews out of the syringe. The patient stated that she is having issues with new needles that were replaced in gattex kits. The patient stated that the cap is too tight, and needle keeps coming off. The patient stated that when she injected her dose the needle came off, needle got stuck in her injection site and medication went everywhere. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No ae reported was the needle able to be removed from the skin easily? Unknown

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305194 and lot number 3320231. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material# 305194 batch# 3320231. It was reported by customer that the patient reported waste of medication due to the needle tops not coming off and when she gets them off, she stated that the medication just spews out of the syringe. The patient stated that she is having issues with new needles that were replaced in gattex kits. The patient stated that the cap is too tight, and needle keeps coming off. The patient stated that when she injected her dose the needle came off, needle got stuck in her injection site and medication went everywhere. Verbatim: rcc received a complaint via email. The patient reported waste of medication due to the needle tops not coming off and when she gets them off she stated that the medication just spews out of the syringe. The patient stated that she is having issues with new needles that were replaced in gattex kits. The patient stated that the cap is too tight and needle keeps coming off. The patient stated that when she injected her dose the needle came off, needle got stuck in her injection site and medication went everywhere.